Event description:
Per the surgeon's report, this patient was undergoing a skin flap revision surgery due to skin flap necrosis when the device was damaged. He explanted the device on 12/01/2005. Plans for reimplantation have not been reported to cochlear.